Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. Internal inspection of the controller revealed a damaged diode on the communication line pertaining to power port 2. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. Analysis of (B)(4) revealed that the device failed functional testing as it was unable to communicate with external batteries on power port 2, resulting in critical battery alarms. The controller would still accept power from a controller ac adapter. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of the cac adapter on power port 2 of the controller, causing a voltage spike on the communication pin of the connector. The controller functioned as expected when the two components were replaced. A possible root cause of the reported event can be attributed to a misalignment of the cac adapter on power port 2 of the controller, causing a voltage spike on the communication pin of the connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while performing software maintenance release (smr) upgrade on the patient's back-up controller,  a "critical battery" alarm sounded upon power up utilizing the "disable vad stop alarm" prompt. The battery indicator light showed 3 bars and battery connection was determined to be secure. A second attempt to power up controller for smr updates resulted in the same alarm. The back-up controller was removed from service and the patient was provided a new back-up controller. There was no reported effect on the patient.